Manufacturer narrative:
PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers 1221359-2022-03335 through 1221359-2022-03341.

Event description:
The customer reported seven (7) unconfirmed false positive results with the ID now covid-19 assay on direct tested nasopharyngeal swab samples on (B)(6) 2022. This report is for patient four (4) of seven (7). The patient initially tested positive with the ID now covid-19 assay on (B)(6) 2022. It is unknown if the patient had confirmatory. The customer reported that results had no impact on the patient's treatment. Although requested, no additional information regarding the patient's health status or outcome was received.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m188572 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m188572 and test base part number 190-430 / lot m188572. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188572 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.